Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively, that the pacing lead exhibited low impedance. It was also reported that the implantable pulse generator (ipg) exhibited a grommet/set screw issue. The pacing lead was reprogrammed and remains in use. The ipg remains in use. No patient complications have been reported as a result of this event.